Manufacturer narrative:
The biomedical engineer reported that the telemetry transmitter is overheating during use on patient, no patient harm occurred, the unit just got warm. The biomedical engineer stated he wanted to return the unit and get a replacement unit but has not returned the device to date.nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if or when additional information becomes available.(B)(4)

Event description:
The biomedical engineer reported that the telemetry transmitter is overheating during use on patient, no patient harm occurred, the unit just got warm.